Event description:
During the first impedance check the values were high- over 1000 ohms. After repeating the test the lead was removed and moved to a slightly different spot and impedance was checked again. We also removed the leads from the header block and cleaned them and still had issues. The values were still over 1000 ohms and the surgeons and I agreed that we needed to try a new lead to see if that was the issue. Once the new lead was inserted the impedance was normal-approx. 550 ohms. The customer asked for an evaluation of the lead to see if there were any issues with it.

Manufacturer narrative:
Waiting to get suspect lead back for analysis.